Manufacturer narrative:
A technical field specialist (tfs) was able to reproduce the issue with a single endoscope. The customer was advised to return the endoscope, but has not made the device available. The system was verified as ready for use with no issues once the endoscope was removed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci pyeloplasty assisted procedure, the 3d calibration was lost when the camera was moved. Calibration was performed several times before the camera temporarily retained a calibration. The procedure continued for several additional minutes until the issue recurred. At that point the surgeon decided to abort the procedure. On (B)(6) 2016, intuitive surgical, inc. (Isi) learned that the decision to abort the case occurred about one hour after the patient was administered anesthesia. On (B)(6) 2016, isi was informed that the surgical ports had been placed prior to the issue occurring and that the procedure was aborted. It was also reported that the patient tolerated the anesthesia well and the procedure has been rescheduled for an unspecified date in (B)(6) 2016.